Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that the force vector would "fold itself" and "gray-out" during ablation. The catheter was rezeroed multiple times without resolution. The catheter cable was replaced without resolution. At this point, the catheter disappeared from the map when ablation was activated. The catheter was replaced, and the issues resolved. There was no patient consequence. The customer's reported visualization and force vector issues are not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation and screening test of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force and magnetic features were tested and no errors were observed. The force values and the vector were observed within specifications and no visualization issues were found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force and visualization issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).